Manufacturer narrative:
Siemens healthineers has completed a comprehensive investigation of the reported incident. Prior to the incident, a decision had already been made to decommission the affected system, as the customer had ordered a replacement CT system. Therefore, the system was not repaired at the customer site but dismantled and examined in our laboratory. The primary focus of the analysis was the damaged belt; however, the entire system was evaluated to identify any additional mechanical irregularities. The investigation concluded that the belt deterioration resulted from age related wear. No further abnormalities or mechanical defects were detected on the gantry during the inspection of the system. Potential contributing factors to the belt degradation include environmental influences such as temperature, humidity, ozone exposure (e.g., from disinfection processes), and ultraviolet radiation. A visual belt inspection is performed during the annual preventive maintenance of our systems. Had any abnormalities been identified on the belt during maintenance, it would have been replaced immediately. A safety assessment has been completed, and we are not aware of any indications suggesting a general product issue.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom emotion 16 CT system. On (B)(6) 2025, a female patient was present in the examination room when the mtra noticed light knocking noises coming from the system. The operator initiated the patient unload procedure, during which the table moved out approximately 10 cm before stopping. Subsequently, the knocking noises intensified, and the table came to a complete stop. As a result of the malfunction, a plexiglass strip and a drive belt were ejected from the gantry and came into contact with the patient. The patient sustained a reddening above the left breast. Following the incident, the patient left the practice and sought further evaluation from her general practitioner. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information to conduct an investigation of the reported event.